Manufacturer narrative:
The customer reported that they were experiencing intercommunication issues which prevented the operator from hearing the patient while in the CT scanner. This issue occurred on a brilliance big bore oncology CT system. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. A philips field service engineer (fse) visited the customer site and evaluated the CT system. The fse confirmed the gantry microphones and speakers had failed and the speaker, gantry microphone board assembly with spacer, gantry microphone assembly, speaker, and gantry panel microphone assembly were replaced to correct the issue. The system is operational and in clinical use. This event has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported intercommunication issues which prevented the operator from hearing the patient while in the CT scanner. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.